Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that liquid in the corresponding dark blue tubing was not sucked out and reducing the cutting frequency to ten thousand cuts per minute and five thousand cuts per minute and the vit probe did not work during vitrectomy surgery. The surgery was performed and completed on the same day but it was unknown how the procedure was completed. There was no patient impact.

Event description:
A physician reported that liquid in the corresponding dark blue tubing was not sucked out and reducing the cutting frequency to ten thousand cuts per minute and five thousand cuts per minute and the vit probe did not work during vitrectomy surgery. The surgery was performed and completed on the same day but it was unknown how the procedure was completed. There was no patient impact. Corrected information received that the issue was only related to aspiration (liquid was not sucked out of the tubing), but there was no cutting issue. (B)(6).

Manufacturer narrative:
Corrected information received that the issue was only related to aspiration of the probe (liquid was not sucked out of the tubing), but there was no cutting issue. The manufacturer internal reference number is: (B)(4).